Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the surgeon that during implant he experienced profuse bleeding from the outflow graft. As a result of the bleeding, the surgeon decided to replace the outflow graft with a hemashield graft. The patient remains ongoing on the lvad and no further issues were reported.

Manufacturer narrative:
The lvad is currently supporting the patient. The outflow graft was not returned for evaluation, as the hospital disposed of it. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.